Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on successfully. A review of the system log file didn't confirm the malfunction of the mpdu (main power distribution unit). Upon functional testing, the fse confirmed that the f10 fuse was blown in the mpdu (main power distribution unit). To resolve the reported issue, the fse replaced the mpd control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.